Event description:
A report was received that the patient underwent a lead revision due to possible erosion. The physician opened up the midline incision on the right side and repositioned the lead. It was noted by the physician that the lead appeared to be coming out of the skin near the ipg site. The physician opened up the skin and pushed the loop of the lead deeper and closed the incision. The physician did not note any signs of infection. The patient is reportedly doing well following the revision surgery.